Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: 15998946 /15998946. UDI: (B)(4)/(B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6)/(B)(6). Batch: 15106505 /15106505. UDI: (B)(4)/(B)(4).

Event description:
It was reported that patients was not able to get enough pain relief from the spinal cord stimulator (scs) device. It was noted that patient had pain at the implantable pulse generator (ipg) site. The patient underwent spinal cord stimulator (scs) explant procedure were all devices removed and patient was doing well post operatively. The explanted device will not be return as it was disposed at the facility.